Manufacturer narrative:
The field service engineer (fse) was at the customer site on 06/21/2016. The fse observed that the evacuation bypass valve (ebv) was malfunctioning and the tubing that connects the sample filter to the pipette bypass valve (pbv) was cracked. The fse replaced the ebv and the tubing to resolve the issue. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported intermittent bf (body fluid) control failure (rbc running low or failing) on their iq200 system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this even